Manufacturer narrative:
(B)(4). Additional information was requested, and the following was received: the batch and/or lot number provided of t924r is not valid. Do you have the six-digit batch and/or lot number for the device? Unk. There was no other patient consequence than the consequences indicated on the event description. The staples were malformed and blocked the opening of the device.

Manufacturer narrative:
(B)(4). Batch # unk. Attempts are being made to obtain the following information: just for clarification, when you stated that there was "no serious patient consequence", please confirm if there was any consequence other than the stated "...tear of anal mucous and a blood effusion caused by a manual retrieval of the device." If yes, please describe what the other consequence(s) were. The batch and/or lot number provided of t924r is not valid. Do you have the six digit batch and/or lot number for the device? To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported "for a hemorrhoid cure," the device released staples with difficulty. This issue led to a tear of anal mucous and a blood effusion caused by a manual retrieval of the device. A manual suture was performed to complete the procedure. There was no serious patient consequence.